Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between multiple continuous glucose monitor (cgm) readings and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was unknown as the customer did not test. No additional patient or event information was available. A root cause could not be determined. Tandem technical support instructed the customer to enter calibration bg values to address the issue in the future.